Event description:
It was reported that the device could not be interrogated. The patient recently had radiation treatment unshielded near the device. The device was explanted and replaced.

Manufacturer narrative:
The reported communication anomaly was confirmed in the laboratory. Analysis found the device had a parity error in a programm parameter set, causing the device's inability to complete an interrogation successfully. Whenever the parity error location was read this would cause the device to reset, which caused the telemetry channel to close and the interrogation to restart. It is probable that the cause of the parity error was due to the radiation therapy the patient received.